Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that there was a black circle displayed on the insulin pump. Customer's daughter reported the customer needed 4 units of insulin but didn't receive them. Customer's blood glucose was 361 mg/dl and went up to 410 mg/dl during time of call. Customer's daughter declined troubleshooting. Customer was advised to contact her healthcare professionals regarding high blood glucose. Customer will not be returning the device for analysis.